Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, two different ventricular capture morphologies were observed. The patient was a non-responder and programming changes were made during a six-month visit however during the in clinic visit the patient was determined to be a responder. A rise in capture threshold but with semi-automatic testing the threshold showed to be stable however later during the follow up, intermittent capture threshold issue was observed on the rv lead. There was a gradual decrease in impedance over the past few months. Patient was referred for a chest x-ray and lead dislodgement was confirmed. Several tests were performed which showed rv lead loss of pacing function and rv lead malfunction was suspected. There was no malfunction allegation on the lv lead, ra lead and device was stable. Patient did not have any symptoms to suggest lead perforation issue. Programming changes were made to resolve the issue and the patient was likely to be scheduled for a lead replacement procedure. Patient was stable prior, during and post follow up visit.